Event description:
Initial info reported by a nurse on behalf of a physician to a sales rep on (B)(6) 2010: a female, pt, initiated treatment with injectable poly-l-lactic acid (sculptra aesthetic) (lot # and exp date unk) on (B)(6) 2010 during a training session (specific injections sites were unk). She also received add'l injections (specific number unk) with injectable poly-l-lactic acid on unreported dates. On an unk date, she developed papules. She was treated with massage and the papules have improved. She also reported that she experienced tattooing from the ink that was used to mark the injections. No further relevant info reported. This case is 2 of 3 and is associated with case ID (B)(6) (different pt, experienced nodules) and (B)(6) (different pt, same event).